Event description:
During a percutaneous discectomy of the l5, while aspirating the nucleus, the auger broke. The auger was visible above the skin and the doctor was able to manually remove it with grasping instrumentation. No incision was made. There was no additional treatment or intervention required as a result. Back up equipment was readily available and used to complete the procedure.

Manufacturer narrative:
The product was returned and an eval was performed. The auger was bent and broken near proximal end of the handle. The most probable cause of this is a bent or broken auger produced by a bent or curved cannula induced during the procedure. This causes friction and vibration between the cannula and auger (probe), consequently, the friction between the cannula and auger heats up the probe material and eventually causes the probe breakage. The instructions for use provide the following warnings: "never bend or straighten the preferred introducer cannula. Failure to comply may result in pt injury" and "do not apply excessive force to the probe in any direction during the procedure to avoid damaging anatomical structures or breaking the device. Failure to comply may result in pt injury."